Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received notification through (B)(6)¿s regulatory body, (B)(6)´s website of an event involving a protégé rx device. It was reported that during an angioplasty procedure of the carotid artery, the stent was released at the catheter inlet. It was not made clear whether the device was inside patient¿s body or not. Additional information regarding the device or patient condition could not be obtained, due to reporter confidentiality.